Event description:
Customer reported he woke up with high blood glucose and gave himself a bolus of 8.2 insulin units and when he went to take a shower his clothes were damp and smelled like insulin. Customer stated he did not know how much of that bolus was actually delivered. Blood glucose value during the call was 297 mg/dl. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.